Manufacturer narrative:
A ge service representative was onsite during the preventative maintenance call, and during testing of maximum fluoro operation the malfunction occurred. The fuse was replaced and system retested. No additional problems found. System operates as intended and returned to service.

Event description:
It was reported that the system 9600+ displayed a saturation fault during a preventative maintenance service call. The fuse on the generator interface circuit board blew while doing a maximum exposure test. There was no adverse patient involvement reported. There was no patient information reported.